Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage that was out of specification when the device was pulled off the shelf prior to implant. As a result, the device was not used.